Event description:
During an open rotator cuff repair the 2.8mm titanium anchor broke at the eyelet. (Eyelet was retrieved) the bone had been pre-drilled using an 1.8mm drill and guide, and the anchor was inserted into the bone. When the surgeon attempted to remove the insertion tool it would not come free from the anchor. The surgeon tried to remove the inserter by twisting counterclockwise and the eyelet broke. The anchor was removed, however, teh surgeon had to remove some bone adjacent to the anchor. It was reported that the bone was hard. A 5.0mm anchor was used to complete the repair.